Event description:
Drug/diluent: unknown. Fill volume: unknown and flow rate: 9ml/hr. Procedure: unknown. Cathplace: unknown. Patient reported that she suffered numbness of the tongue approximately 12 hours after surgery. Patient was at home when symptoms occurred. Doctor advised the patient to lower the rate of the pump and her symptoms went away. The next day, patient had no signs of toxicity and the pump was infusing at 10ml/hr. Patient is stable and starting therapy soon. Date of event: (B)(6), 2011.

Manufacturer narrative:
Method: no sample received for evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all manufacturing specifications prior to release. Results: without the actual product, a complete analysis cannot be conducted. If additional information pertinent to this complaint, a follow-up report will be filed.